Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the reporter¿s phone number was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that there was oil in the locking mechanism, and the device generated heat and experienced vibration. It was further determined that the device had component damage, foreign substance/debris/cleaning/sterilization, made an excessive noise, and had cosmetic damage due to a worn. It was further determined that the device failed pretest for visual assessment, temperature assessments and noise assessment. Therefore, the reported condition of the device generating heat and being louder than normal was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
Hold for dd 2.17it was reported from netherlands that the motor device generated heat and was louder than normal. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.